Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the user interface module (uim) assembly. The fsr performed the extended systems test (est) and performance check, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The uim was received and evaluated by the vyaire failure analysis lab. The problem reported by the customer was confirmed and was isolated to end of life battery coin 3032, 3v. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the user interface module (uim) on the avea ventilator did not power up. The customer advised there was no patient involvement associated with this event.